Manufacturer narrative:
Alarm occlusion: no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Also, it was noted that the customer received an occlusion alarm. The customer&#38112;blood glucose level was 244 mg/dl and it was addressed with basal delivery via the pump. System check could not be performed with tandem technical support as the customer changed out the supplies shortly after the alarm occurred. Reportedly, the customer would continue to use the pump until replacement pump is received.